Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty pushing the guide pin through the lag screw. When the surgeon pushed the guide pin through the lag screw there was a metal fragment that had to be removed from the surgical site.